Event description:
It was observed that during the device evaluation, the subject device exhibited the loop had been detached from the main unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the loop was placed around the body tissue. The tube sheath was pushed forward, and the tissue was temporarily ligated using its distal end. The slider was pulled to tighten the loop. Because the distal end of the coil sheath was not protruded from the tube sheath when the slider was pushed, the loop was released from the hook inside the tube sheath (see fig. 6). While the hook was protruding from the distal end of the coil sheath, the loop shifted toward the proximal side and entered the coil sheath. When the slider was pulled, both the hook and the loop were retracted into the coil heath. As a result, the loop became lodged between the hook and the inner surface of the coil sheath, preventing further movement (see fig. 7). Due to the above 6), the slider could no longer pull. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction